Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. Additional information was made available that stated this device was explanted due to pocket erosion. At this time, no new device has been implanted. No additional patient adverse effects were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was done. A baseline testing was completed. No failing conditions were found. The allegation could not be confirmed, however, infection and pocket erosion are a known inherent risk. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. Additional information was made available that stated this device was explanted due to pocket erosion. At this time, no new device has been implanted. No additional patient adverse effects were reported. The device was returned to boston scientific for analysis.